Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ syringe had plastic foreign matter in the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english, "several bd discardit 10 ml syringes were found to have a manufacturing defect, with plastic filaments in the plunger."

Event description:
It was reported that the bd discardit¿ syringe had plastic foreign matter in the plunger. The following information was provided by the initial reporter, translated from portuguese to english: "several bd discardit 10 ml syringes were found to have a manufacturing defect, with plastic filaments in the plunger.".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2005315 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, picture samples were returned for evaluation by our quality engineer team. Through examination of the picture samples, particles were observed within the syringe barrel. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. In response to this report, CAPA#1549223 has been initiated to prevent issues related to this process.